Manufacturer narrative:
Investigation still underway.

Event description:
It was reported that the cot was in the middle position and when the patient was placed on the cot, it collapsed down two levels. No one was injured and there were no sharp edges.